Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on two (2) evaluation samples that resulted negative when using the simplexa covid-19 direct assay, but were previously positive with a different lot of simplexa assay and confirmed positive with the customer's "home brew" covid assay. Run analysis of the simplexa results from 9/15/2020 showed 2 samples in wedges 4 and 4 were not detected for either the s gene or orf1ab targets. According to the customer, these were known positives. The customer's device and suspected false negative samples were not provided for investigation. It is not known what targets the "home brew" assay detects or what CT values were obtained on the positive results. Retains of the suspected device were tested on 10/23/2020 with 14 replicates of mol4160 positive control and both s gene (CT range = 26.2 - 26.7) and orf1agb (CT range = 26.7 - 27.7) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Batch record review showed the critical component, reaction mix mol4151, lot# x8696n, met all qc release criteria prior to kit release. Mol4151, lot# x8696n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.2 (s gene) and 28.1 (orf1ab) and the internal control avg CT = 30.2. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot # x8695n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on two (2) evaluation samples that resulted negative when using the simplexa covid-19 direct assay, but were previously positive with a different lot of simplexa assay and confirmed positive with the customer's "home brew" covid assay. The customer confirmed the alleged false negative results were not reported to a diagnosing physician since it was an evaluation only. No patient testing occurred. No alleged harm occurred. Other than the sample ids, other patient information and sample collection method was not provided.